Event description:
It was reported that on (B)(6) 2024, during a trochanteric fixation nail advanced (tfna) procedure, the surgeon was drilling over the 3.2mm guide wire, and through the hole in the tfna with the 6mm/9mm cannulated step drill in order to prepare for the helical blade. Surgeon noticed that after step drill had passed over the 3.2mm wire and through the designed proximal hole in the tfna, a small fleck of metal had flaked off the tip of the step drill and ended up in the bone of the patient. Surgeon noted this under fluoroscopy, and also observed upon removing the step drill from the patient¿s bone, that a small portion of the very tip of the step drill was missing/sheared off. Surgeon decided not to attempt to retrieve the tiny piece of the instrument. Surgeon continued on with the procedure and the surgery finished successfully and according to plan. There was no delay in surgery. Complained item step drill was then deemed to be no longer functional and was subsequently discarded.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.